Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between (B)(6) 2026. Data was provided for investigation. The allegation was confirmed due to the finding of signal loss over one hour rarely within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between 3/13/2026 and 3/15/2026. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over one hour frequently within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.